Event description:
Reporter alleged obtaining the results of 74 mg/dl, 141 mg/dl, 242 mg/dl, 227 mg/dl and 251 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he ate about 2 hours prior to the tests and he took insulin after getting the readings about 200 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.